Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4, h4 the device history records were reviewed and the manufacturing criteria was met prior to the release of each possible lot. : j2500388 & j2500370 lot j2500388 mfg date: 09-apr-25 exp date: 09-apr-30 lot j2500370 mfg date: 03-04-2025 exp date: 03-04-2030 additional information provided: we got this info from the actual product -lot number: j2500388 => j2500388 or j2500370 although only one product was shipped, we received multiple packages and confirmed two lot numbers. H3 evaluation: complaint sample review : one complaint sample drain with separate trocar were received for evaluation, product was inspected visually, below were detailed observations: 1. No sticking marks were found on the trocar. 2. However, a chip-off marks on upper surface of the drains were visible, while inspected under magnification. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. It is inconclusive to conclude the complaint at manufacturing end, documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a drain was used. It was found that the drain had adhered to the trocar needle during use after opening the package. A hole was created when separated them and use was stopped. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and evaluation, the drain had chip mark.